Event description:
The customer reported that while setting up the unit to transport a pt, the unit failed to operate on battery power. The pt was switched to another unit and therapy was continued. No pt injury was reported.